Event description:
It was reported by the affiliate that when the device was used during a laparoscopic colon procedure, it produced an incomplete staple line. Another device was used to complete the case. There was no further consequence to the pt.